Manufacturer narrative:
During troubleshooting with nihon kohden's tech support, it was determined that this was an infrastructure issue. Tech support was able to adjust the rssi numbers from 11 to 9 and the signal loss issue was resolved. Tech support monitored the cns for 10 minutes to ensure the issue did not happen again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical product: the following devices were being monitored by cns: telemetry org, antenna system org-9100a.

Event description:
The customer reported that the central nurse's station (cns) experienced signal loss on the wireless medical telemetry service (wmts) antenna system house wide. No patient injury or harm was reported.

Event description:
The customer reported that the central nurse's station (cns) experienced signal loss on the wireless medical telemetry service (wmts) antenna system house wide. No patient injury or harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced signal loss on the wireless medical telemetry service (wmts) antenna system house wide. No patient injury or harm was reported. The issues were occurring intermittently occurring between (B)(6) 2019 to (B)(6) 2020. The nka installation supervisor observed rssi signal value was at "11" and adjusted the gain to increase signal strength to "9." No signal loss was observed during a 10-minute observation. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: due to the age of the complaint, no additional information can be obtained from customer. There has been no patient safety event related these incidents. No additional reports of signal loss incidents since (B)(6) 2020. The root cause(s) could not be determined based on the available information. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process at this time. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: orgs: model #: org-9100a. Serial #: ni. Transmitters: model #: ni. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.